Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Underlying cause is identified as the mast handle bent inward.

Event description:
Lift out of the box it was broken at weld.